Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end user states the brakes aren't holding as well as they used to.